Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported by the customer that "the tip of the nano tack anchor mechanism broke when being malleted into the bone. The surgeon noted that some of the mechanism would be left imbedded in the patients' bone as they were not able to retrieve it after the anchor went in".

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broke. Probable root cause: process - inserter, implant, and/or guide manufactured out of spec. - anchor not assembled properly to inserter application. - excessive force impacting inserter. - movement of guide out of orientation. - guide buried into bone. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported by the customer that "the tip of the nano tack anchor mechanism broke when being malleted into the bone. The surgeon noted that some of the mechanism would be left imbedded in the patients' bone as they were not able to retrieve it after the anchor went in".